Event description:
It was reported that this lead exhibited high impedance measurements due to a suspected fracture. This lead is schedule to be replaced. This lead programming was changed to unipolar and remains in service. No adverse patient effects were reported.

Event description:
It was reported that this lead exhibited high impedance measurements due to a suspected fracture. This lead is schedule to be replaced. This lead programming was changed to unipolar and remains in service. No adverse patient effects were reported. Additional information received, this lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.